Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.